Manufacturer narrative:
This report is being submitted as part of a batch submission of complaints deemed reportable following record correction and remediation efforts.

Event description:
The device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service centre, the device was visually inspection found evidence of foam degradation and dust was observed. During the evaluation, the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was 22 error code found. The third-party service center concludes that they could confirm the customer's allegation and there were visible foam degradation and unit got corrected.